Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the field generator resolved the issue. The system then passed the system checkout and was found to be fully functional. The field generator has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the emitter was not tracking. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
The suspected emitter was returned to the manufacturer for analysis. Analysis found that communication error was confirmed when it was connected to normal functioned axiem box. Error message showed fault on coil 2. Analysis found that the reported event was related to a electrical issue.